Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the vessel was tortuous and calcified, which was the most likely cause of the advancement difficulties. The valve was recaptured three times for positioning issues. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that on the last deployment attempt, the valve could not be deployed because the capsule would not retract. The system was removed from the patient and the capsule was observed to be compressed and then separated during attempt to remove the valve from the capsule. Procedural films were r eceived for review. There are two valve load checks for this event confirming good loads. The imaging provided confirmed the first valve system was attempted multiple times which showed a constrained inflow. There is no evidence confirming the complaints regarding the dcs and the damage that was seen after removing it from the patient¿s body. The films confirmed a second valve system was deployed, and the angiogram confirms a good result. The "compressed" capsule reported in the event is most likely describing a capsule buckle, which then subsequently broke and separated during the attempt to remove the valve. The investigation completed into capsule buckle and separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the tortuosity and calcification of the patient anatomy and the force used to advance the dcs may have caused or contributed to the capsule damage. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was reported that the delivery catheter system (dcs) required strong force. The femoral arteries were kinked and there was a difficult passage upwards. Due to the tortuosity, it was difficult to push up the dcs. The valve was placed and the release was started. The valve was recaptured three times for positioning issues. On the last deployment attempt, the capsule of the dcs did not move. The system was removed from the patient. After retrieving the system, the capsule was compressed. It was attempted to remove the valve from the dcs and the capsule separated. A new valve and dcs were successfully used for implant. It was reported there was calcification in the femoral and iliac arteries and the iliac artery was tortuous. No adverse patient effects were reported.